Event description:
On (B)(6) 2002 a new miniarc sling was implanted to repair this pt's pelvic organ prolapse. Some time after the implant procedure the pt had extreme pain, erosion of internal bodily tissue. The pt also has experienced significant physical/mental pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Original info from lawsuit filed in the state of delaware. Unable to determine if the event is related to a device malfunction. Info suggests the device has not been removed at this time. No conclusion can be drawn at this time. Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent.